Manufacturer narrative:
(B)(4). The complaint device was not returned; therefore, a failure analysis of the device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint identified no similar incidents reported from this lot. The investigation determined that the difficulty grasping appears to be related to patient morphology/pathology. The patient effect of tissue/leaflet damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The cause of the tissue/leaflet damage was unknown. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is being filed because the leaflet became damaged during use of the device, which is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were deployed without reported issue, reducing mr to grade 2. During grasping with the third clip, the anterior leaflet became damaged and mr increased back up to 4. After the leaflet damage, there was difficulty grasping the leaflets; however, the clip was able to be deployed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure; however, the decision was made to abort the procedure at that time. Prior to discharge, mr grade had decreased to 2-3. There was no additional information provided.